Event description:
Ous MDR - after an implantation time of about 38 months, oversensing with inappropriate shock deliveries was reported. A lead fracture was suspected based on the x-rays. The impedance values were >3000 ohm with simultaneously absent pacing threshold. The system was explanted and returned to biotronik for analysis. Aside from the shock deliveries, no deterioration of the patient's state of health was reported.

Manufacturer narrative:
During the analysis of the lead, fraying of the insulation from the outside was noted 7 cm distal of the is-1 connector pin, as well as a conductor fracture of the inner conductor helix at 11 cm distal of the is-1 connector pin. These damages can therefore with high probability be regarded as the cause for the clinical complaint. This damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of these damages are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and of friction of the lead at the ICD housing. There were no indications of material defects or manufacturing errors for either the lead or the ICD.